Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer woke up with elevated blood glucose (bg) levels (400mg/dl). Elevated bg levels were treated via correction bolus. The customer did not suffer any permanent impairment resulting from this event.